Event description:
Same case as MFR.# 2134265-2008-03076. It was reported that during a rotational atherectomy procedure, the rotablator burr/advancer connection disconnected. The lesion was located in the left anterior descending (lad) artery. The degree of stenosis and calcification are unknown. The tortuosity is unknown. The rotablator burr/advancer connection disconnected inside the vessel. The entire system was removed. It was reported that the connection between the burr and the advancer was damaged and, could not be reconnected. The procedure was completed with another rotalink device. No patient injuries or complications were reported. The patient's status is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.